Manufacturer narrative:
(B)(4). The analysis results found that one ecr45w unfired and out of its original package was received. Furthermore, the cartridge pan was noted to be partially detached from the cartridge and the drivers were out of position. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white reload was broke before use. There were no adverse consequences for the patient reported.